Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd syringe luer-lok¿ tip was found leaking as the medication leaked through the plunger. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Two photos were received by bd canaan and evaluated. A single 10ml assembled syringe with a blue tip cap attached inside a plastic was depicted in the photos. The stopper was at approximately 1ml position and was visibly distorted. Per customer¿s description the failure happened after 3rd time the product was used. The product is intended for single use only and is labeled as such. Product performance is not guaranteed if the product is reused. DHR review for batch 7208727 (p/n 300912). Manufacturing date: 08/05/2017 to 08/06/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7208727 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the information available, bd canaan was not able to duplicate or confirm the customer's indicated failure. CAPA not required as not defects were confirmed.